Manufacturer narrative:
After consultation with the vp of medical affairs, during our MDR safety review meeting on december 4, 2024, it was determined that events involving constant air in line alarm when no air in line is present is not reportable. The occurrence of constant air in line alarm represents a severity of 1 - inconvenience or temporary discomfort. Our evaluation concluded that this complaint reported did not pose risk to health to patient, users or bystanders, did not allege a serious injury or death and would not cause or contribute to a serious injury or death if the reported issue recurred. Therefore, this event is not reportable. Reference to complaint #: (B)(4).

Event description:
On 10/17/2024, znyo medical received a report that during the preventive maintenance (pm), the air in line alert popped up multiple times during the pressure test. No patient injured/harmed reported.

Manufacturer narrative:
A review of historical service test records was performed. It was confirmed that there were no service events that would cause or contribute to the reported failure. Complaint history was reviewed, there are no other air-in-line complaints reported on this device. During functional testing, the reported issue was not duplicated. There was no constant air-in-line alarm during the investigation. A CAPA has been opened in order to fully investigate and address the root cause of the reported event. Reference to complaint #(B)(4).